Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 14 mmol/l. No further details given.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. No motor error alarm was noted during testing. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No excessive no delivery alarm was noted during testing. The motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot and cracked battery tube threads.